Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the right ventricular (rv) lead exhibited noise and increasing sensing integrity counter (sic). It was also reported that the lead had chronic high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.